Event description:
It was reported that, "when the surgeon went to implant the insert he impacted as he usually would as per surgical protocol extended the leg and then continued to flex it. During the flexion at about 90 degrees, the insert popped out of the leg. The doctor attempted to implant the same insert and the same event happened again. The doctor then switched to a new implant of the catalog number but different lot code."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.